Manufacturer narrative:
Onsite investigation was preformed and the field representative discovered a blown fuse which was causing the reported event. Replacement of the fuse resolved the issue. No further issues were reported. Replaced fuse was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not turn on. There was no patient present when this issue was identified.